Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b5, d8, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was evaluated, and during the inspection, olympus confirmed the reported event: a broken lens. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by excessive use. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue was found in the operating room.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Follow up with the user facility is currently being performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope had a distorted image and broken rod lens that caused light flickering. There was no report of patient harm associated with this event.